Event description:
The manufacturer received information alleging a patient expired while using a bipap avaps c series device. The investigation is still ongoing and a follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported patient was using a bipap avaps c series device and allegedly expired. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.